Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support was set to replace the pump, confirmed the shipping address, and provided instructions on how to put the pump into storage mode before returning it, which the customer acknowledged.